Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed the ring showed slight discoloration. Cg future ring sutures appeared intact. No fraying or damages were noted on the fabric. In the event description, it states that the retainer had a broken suture. The retainer was not received, therefore we can't verify the complaint. Updated data: d.9: device available for evaluation?: , return date: h.2: if follow-up, what type? H.3: device evaluated?: h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the annuloplasty band was not fully sutured and tested prior to removal. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during mitral valve repair surgery, the suture on the retainer of the cg future annuloplasty ring broke while the sutures were being placed. The broken cg future annuloplasty ring was replaced with a new cg future annuloplasty ring, and the surgery continued without any impact to the patient. No patient complications have been reported as a result of this event.